Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of fifteen (15) homechoice cassettes were found scratched. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual devices were not available; however, a photograph of the samples were provided for evaluation. The photograph was reviewed and showed scratches on the tubing below the connectors. Due to a photography only evaluation the analysis was unable to determine if the scratches were greater than 0.60 mm2. The reported condition was verified. The cause was determined to be manufacturing related issues caused by grippers during the automation assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.